Event description:
It was reported that a part of the balloon broke off. The target lesion was located in the arteriovenous fistula. A 035 x 260 non-boston scientific stiff guidewire was placed and a 5.0 x 100, 135cm mustang balloon catheter was advanced for dilation with encore inflation device. During the procedure, the balloon was inflated third to fourth times at 20 atmospheres in the cephalic vein. However, the balloon burst, and a part of the balloon was detached in the radial artery. A snare wire was used to catch the detached part and removed it from the patient. The patient was given anticoagulant medicines. No complications were reported, and the patient is doing well.